Event description:
On (B)(6) 2014 a letter was received from the complainant regarding a patient that had received a burn to their lip during a "routine restorative tooth preparation for tooth 20". The doctor's letter described the burn as "mild" and "light" which upon review was determined to mean minor. It was determined based on that info that an MDR was not required. There were repeated emails between nsk america qa manager and the complainant regarding the existence of proper warning and recommendations to mitigate the possibility of a burn to a patient. The complainant was advised of the FDA's warnings regarding electric handpiece burns issued on (B)(6) 2007 and (B)(6) 2010. The complainant was also provided copies of suspect medical device's operation manuals with the warnings regarding potential for overheating and burns if proper maintenance procedures are not followed highlighted. Several requests were made to have the handpiece returned in order to determine the cause of the handpiece overheating. As of the date of this report the handpiece has not been received by nsk america corp. The investigation was closed (B)(6)2014 pending receipt of additional info. On (B)(6)2014 while reviewing closed complaint files for accuracy it was noted that a photograph of the patient's injury that had been included with the doctor's letter clearly showed a blister on the patient's lip. This would indicate that the injury was a second degree burn constituting a serious injury making this a MDR reportable event.